Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was in high output mode due to significantly varying right ventricular (rv) capture threshold, with successful capture noted. Programming changes and in-patient device check were suggested; no interventions were done. There were no patient consequences.